Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while outside of a procedure, the spine clamp would open, but could not be closed. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Unique device identification(UDI) and manufacture date provided.